Event description:
The patient underwent a thrombectomy procedure in the right m1 using a penumbra system reperfusion catheter and separator. Before using the penumbra system, 24 million-unit of intravenous (IV) tissue plasminogen activator (t-pa) was administered and the patient was treated with the merci retriever system. A merci 8fr balloon guide catheter was deployed. A reperfusion catheter was advanced to the target vessel in the m1 with a transcend ex 0.014 in. Aspiration was performed with the reperfusion catheter and a separator for 15 minutes. The physician then administered 5,000-units of heparin. The patient's (B)(4) coma scale score increased to 300. A computed tomography (CT) scan showed intracranial hematoma with midline shift. The physician diagnosed this as asymptomatic intracerebral hemorrhage (ich). The patient underwent external decompression, internal decompression and removal of intracranial hematoma. Approximately 3 months later, the patient left the hospital. Physician's comment: the merci 8fr balloon guide catheter was used before the penumbra system, which made it difficult to determine which device perforated the vessel. The relation between the event and the penumbra system is unknown but the event was related to the procedure.

Manufacturer narrative:
Conclusion: hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00008. Device was disposed of by the hospital.